Event description:
Hand piece fell apart. Ball bearings and screws came out.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Product inspection: the device with disassociated screw in collar of mics was reviewed and evaluated. No further product inspection is required. Product history review: a product history review is not required as it was confirmed that the failure mode does not occur due to a manufacturing or process related issue. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusion: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.